Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. The device had minor scratches on lcd window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, broken battery tube threads, and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed an error multiple times on the same day during the prime process. The blood glucose reading was 202 mg/dl. The customer stated that she did not hear the noise when the piston hit the reservoir, observing that the insulin pump was squirting insulin out. She stated that she was on her second reservoir due to this issue. No significant events leading to the alarm were noted. Advised replacement of the insulin pump. Nothing further reported.